Event description:
Surgeon used disposable blade (attached to non-disposable handle) for laparoscopic removal of uterus. He was cutting uterus for 15-20 minutes when no tip came off handle. Blade retrieved by surgeon and sequestered off the table. Scrub tech assembled blade to handle during procedure and not formally trained on how to assemble. Rep notified. In-service for staff scheduled.note - tails of blade appeared to be bent when blade fell off. Questionable defective product versus poor assembly by staff.======================manufacturer response for snap-fit paddle blade, snap-fit paddle blade (per site reporter).======================manufacturer notified and will pick up device.